Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sleep deprivation, migraines, headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sleep deprivation, migraines, headache. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam.